Event description:
Following the procedure the surgeon attempted to remove the scope. During removal, the filament tip of the cutting loop became dislodged in the patient's bladder. The surgeon was able to use the grasper on the scope to removed the dislodged filament. No foreign body was retained by the patient.